Event description:
During a cardiopulmonary bypass procedure, a pressure sensor rose to 999, triggering an automatic shut off of the pump. Their were no adverse consequences to the pt as a result of this event.